Event description:
The patient was admitted to the hospital for removal and replacement of bilateral silicon breast implants secondary to bilateral ruptured implants. These breast implants had been placed in 1990 and the manufacturer is unk. The patient authorized the hospital to dispose of her surgically removed breast implants.